Event description:
Upon deployment of the gore excluder conformable endograft, the device would not fully deploy. The rep was present to help troubleshoot with the dr. It was determined the device deployment mechanism was defective. The rep was able to walk dr. Through a "bail out" method to deploy the device. That method was successful and the device was fully deployed. The rep kept the device deployment components and is taking back to have further evaluated. The endograft main body was deployed in the patient's abdominal aorta. Imaging confirmed placement.